Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The lv was reprogrammed to avoid stimulation and the outcome was resolved. The lv lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.